Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that the impaction tip was damaged whilst impacting the humeral liner during the same case. No part or pieces fell into the patient wound site. No x-rays or images available. There was no delay/prolongation. Patient was last known to be in stable condition following the even. Device is returning.

Manufacturer narrative:
H3: based on historical complaint investigations and the reported event, the fractured humeral liner impactor tip reported may have been the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.